Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter: occurred during the procedure. The stapler was able to be loaded and worked fine for the first couple of firings. The surgeon was able to press the green button but was not able to squeeze the handle so the device would not fire. It is unknown how the case was completed. Patient status is no known injury.